Event description:
The IV extension was being prepped for use. As the nurse attached the saline flush to the IV extension to prime the tubing before it was attached to the patient, it was noted that the line would not flush. Another IV extension set was obtained.